Event description:
The user facility reported a 62 year old female with an impella cp for acute myocardial infarction. It was reported that while on support, the pump came back into the aorta due to the user not locking down the tuohy per normal practice. There was also significant bleeding at the groin and no perclose. The pump was explanted with the malposition and blood loss at the site. The team placed a 14fr dryseal and had surgery close the site. No intervention and no blood products were given. The pump was eventually weaned the patient survived the procedure.

Manufacturer narrative:
The investigation for the positioning issue and the access site bleed has been completed. As per the clinical details provided, the root cause of the positioning issue was unlocked touhy-borst related to improper technique. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information provided but is unrelated to the cause of bleeding. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as a part of the retrospective review of historical records.